Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use that the nurse observed blood leaked from the intima ii¿ closed IV catheter system. There was no report of blood exposure to mucous membranes, serious injury or medical intervention noted.

Manufacturer narrative:
Results: bd received a sample from the customer in support of this complaint. The returned material did not show the reported defect. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Bd was not able to duplicate or confirm the customer's indicated failure mode. Investigation comments: checked the batch record, no abnormality observed. 45 psi leakage test was performed for returned sample with bloodstain, and no leakage was observed on the prn portion. Conclusion: 45 psi leakage test was performed for returned sample with bloodstain, and no leakage was observed on the prn portion. The root cause cannot be determined.

Manufacturer narrative:
Correction of awareness date from: date received by manufacturer: 12/28/2018. Correction of awareness date to: date received by manufacturer: 12/28/2017.